Event description:
It was reported to boston scientific from a boston scientific sales representative, that a physician stated to him "I've had some patients who have presented with pain 2-3 years after the ablation procedure." The physician said "he thinks it is hemotometra". No further information was provided by the user.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the user facility. The complainant indicated that the device will not be returned for evaluation; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2515. Additional information regarding the lot#, manufacturer date and expiration date are summarized.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Corrected data: should be: other serious (important medical events) was: not checked. Should be: unknown was: unknown (for use when the device problem is not known) was: should be: unknown was: initial use of device.